Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not dripping out of the infusion set tubing during the load process. Customer's blood glucose level was not impacted by the event. Customer continued using their pump for insulin therapy.